Manufacturer narrative:
Per the field service representative (fsr) the perfusionist stated that the issue only occurred once and the display then worked normally. The perfusionist declined service or replacement of the screen since it was functioning normally at that time.

Event description:
It was reported that the roller pump display failed but the pump was operating normally otherwise. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were reported.

Manufacturer narrative:
The reported complaint was not verifiable since the user declined service and the product was not returned for evaluation or testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.